Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer. Acon will provide a follow-up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in additional follow-up MDR.

Event description:
Invalid result. Called in because he purchased a flowflex plus kit and no results displayed. No lines appeared at all. He followed the directions exactly and waited 15 minutes. The sample was dispensed into the s well. He has thrown the test cassette away and cannot provide a picture. He has since purchased another kit and received results. The kit was purchased at cvs.

Manufacturer narrative:
Case outcome: batch records for final product manufacture and qc record for cfl4080003 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cfl4080003 met the qc criteria. The complaint issue was not found from the retained cassettes. The complaint is not verified. The following fields are updated: b4, "date of this report" - date of follow-up report g6, "type of report" - follow-up #1 h2, "if follow-up, what type?" - updated to "additional information" and "device evaluation" h3 - device evaluated by manufacturer h6 "adverse event problem" - event problem and evaluation codes are added per investigation. H10 "additional narrative/data" - updated based on manufacturer investigation.

Event description:
Invalid result: called in because he purchased a flowflex plus kit and no results displayed. No lines appeared at all. He followed the directions exactly and waited 15 minutes. The sample was dispensed into the s well. He has thrown the test cassette away and cannot provide a picture. He has since purchased another kit and received results. The kit was purchased at cvs.